Event description:
It was reported that the user delivered external subcutaneous insulin with a pen while remaining connected to the ilet due to prolonged elevated glucose, which constituted an improper procedure and led to overlapping insulin delivery causing hypoglycemia; no device component was implicated. Symptoms included hypoglycemia and hyperglycemia ranging from 65 mg/dl to 305 mg/dl. Outcomes included serious injury and the need for oral glucose and subcutaneous insulin as unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified as injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.